Event description:
The customer reported a contained fluid leak of less than 1 ml from a unicel dxh 600 coulter cellular analysis system during shutdown. The customer reported database errors when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/02/2015. The fse did not observe a database error. The leak was caused by a misadjusted probe wipe. The fse adjusted the probe wipe assembly and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).